Event description:
The customer reported to vyaire medical that the bellavista 1000 had an alarm 300 - "device in failsafe", alarm 400 - "inspiration valve or device leaky", alarm 545-astepinspvalve value out range - failsafe, and alarm 316 - "blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to confirm the issue and as per notes on case (B)(4) nt valve replaced to resolve the issue. Root cause of failure was determined due to defective inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.